Event description:
A report was received that the patient had to frequently charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement procedure. The patient is charging every other day and is doing well with it. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to frequently charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.